Manufacturer narrative:
The actual device in the incident was not returned to the manufacturer to be evaluated. Without the actual sample a complete evaluation could not be performed. The house retain samples for the reported lot were physically tested for leakage and subjected to a pull test at the bonded joints. The pull test value at the tubing insertion point into the smallbore male ll adapter was slightly below the manufacturing specification on one of the house retain samples, but exceeded the iso 8536-4 international standard for infusion sets. Iso 8536 provides a guidance on specifications relating to the quality and performance of materials used in infusion sets. The remaining four house retain samples exceeded the minimum joint separation manufacturing specification and passed the joint integrity test. The complaint is still being evaluated and the investigation is ongoing.

Event description:
As reported by the sales rep per the user facility: c/o "green spinlock connector comes off potential for incident today, but nurse caught it in time that a baby almost bled out at site." Additional information provided by the facility indicated that the infant suffered no adverse sequela associated with the reported incident. The nurse was at the infant's bedside when the tubing disconnected. There was no significant amount of blood loss.